Event description:
It was reported to boston scientific corp that an excelon transbronchial aspiration needle was used during trans bronchial needle aspiration procedure. During the preparation, the physician pressed the blue lever and the needle was jammed, did not come out of the sheath. The case was completed with a different device. The pt's condition was reported as "fine."

Manufacturer narrative:
These codes were selected by the manufacturer based upon info obtained from the user facility. The suspect device has been returned, but the device eval is not complete. The cause of the reported observation has not been determined.